Manufacturer narrative:
On 05/11/2022, we have requested to the consumer to return the device for an invesigation. To date we have not received the device.

Event description:
On (B)(6) 2022, the consumer claims his partner received burns and blisters from the device. Medical attention was received.